Event description:
A medical assistant had been splashed in the eye during the process of transferring a gynecological sample from the cytobrush/spatula collection devices to the preservcyt solution vial. Nurse had the assistant rinse the eyes with water according to the msds for preservyt solution. The assistant experienced mild redness and burning sensation with mild conjunctiva irritation but the cornea was clear as determined by an ophthalmologist on site who later prescribed antibiotic eye drops as a precautionary measure. Technical support followed up with the assistant the next day who stated that the eyes were feeling better and the redness had disappeared since rinsing them and applying the antibiotic drops prescribed by the ophthalmologist.